Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd} on continuous cyclic peritoneal dialysis [cc(pd}} for renal replacement therapy (rrt} went to the emergency room on (B)(6)2021 due to 'feeling sick." No additional information provided during intake. During follow-up, the patient's pd registered nurse (porn} confirmed the patient went to the ER on (B)(6)2021, after having missed two consecutive days of ccpd. The patient's pd catheter (not a fresenius product) became occluded on (B)(6)2021, and the patient's spouse did not inform the porn until (B)(6)2021. The patient was transported to the hospital via emergency medical services, and after several hours in the ER, the patient chose to discontinue rrt and enter hospice care. The patient was not formally admitted, and his pd catheter (not a fresenius product) was allowed to remain "clogged. 11 the patient was released several hours later, and the hospice nurse was scheduled to meet the couple at their residence. The porn stated neither the patient's clogged pd catheter, nor the patient's decision to discontinue rrt had anything to do with a fresenius device(s) and/or product(s). The patient's condition was declining, his confusion had worsened, and the patient's wife was unable to continue providing total care given her age. As of (B)(6)2021, the porn was unaware if the patient expired or the status of the cycler return. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).